Event description:
It was reported that the customer's insulin pump did not alarm no delivery. Troubleshooting was performed. The status screen showed more than 20.0 units of insulin remaining. Ran a fixed prime test and the insulin was visible at the end of the tubing. The high pressure test could not be performed as new clamp tubing will be sent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.